Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, the device was unable to be interrogated due to possible premature battery depletion. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field events of communication failure and premature battery depletion were confirmed in the lab. Telemetry, sensing, pacing, lead impedance, high voltage charging, high voltage delivery, and high voltage shock were all tested, and no anomalies were revealed. No high current drain sources were revealed throughout bench and stress testing. The battery was analyzed by its manufacturer and non-shorting lithium (li) clusters were found. The presence of non-shorting li clusters is normal, and they are in conformance with the intent of the internal insulation design. The cause of the premature depletion is undetermined.